Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort with the placement of her ipg. The patient underwent a revision procedure wherein the ipg was placed in a more comfortable spot. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort with the placement of her ipg. The patient underwent a revision procedure wherein the ipg was placed in a more comfortable spot. No device malfunction was suspected. The patient was reportedly doing well postoperatively.